Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set leakage from site on (B)(6) 2024 and (B)(6) 2024. The infusion set was in use for 2 days. The blood glucose at the time of first event was 384mg/dl and second event was 255mg/dl. Patient resolved it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5. Patient city: (B)(6).